Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su had foreign matter. The following information was provided by the initial reporter: I need some information about the 3ml luer lock syringes code: 990174 (bd). Do these syringes have oil inside them? I'm asking because we've seen a very large quantity of this oil-like substance. Is this normal? Is there any contraindication for any medication? Customer claims that the 3ml luer lock syringes (990174) contain oil, where a large amount of this oil-like substance was observed inside the material.

Manufacturer narrative:
A review of the lot history (DHR) was conducted, including verification of maintenance records and quality notifications, and no records potentially related to the reported defect were found. Ten samples were received and evaluated in accordance with abnt nbr iso 7886-1:2020 ¿ note 2, which addresses the presence of lubricant on the internal surface of the syringe barrel. Retention samples were also assessed using the criteria defined in the measurement system analysis (msa), and no units with excessive silicone were identified. On the syringe assembly line, inspections are carried out every 2 hours using visual methods and functional tests. Bd¿s processes are validated according to established requirements, maintaining quality through statistically based periodic inspections. As this is the first complaint recorded for the lot, and considering that: the number of occurrences does not exceed the acceptable quality level (aql), no maintenance orders or related quality notifications were identified, and no additional samples are available for root cause investigation, the incident will be monitored for trend evaluation, in accordance with internal quality control procedures.

Event description:
Customer verified lot number as 3324287.